Event description:
It was reported that during a follow up in clinic, oversensing was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, oversensing was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.